Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had failed battery test. The customer¿s blood glucose level was 115 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test and displacement test due to failed battery test.